Event description:
Family nurse practitioner in occupational health, stated that a lab tech developed hand redness and rash after wearing the gloves. Tech went to occupational health and was treated with prescriptive 1% cloderm ointment which resolved their symptoms immediately.